Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported after the valve was deployed. A balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon and the patient became hypotensive and went into ventricular fibrillation. Cardioversion was performed and the patient was put on pump and an impella device was placed. A sternotomy was performed. Blood was withdrawn from the pericardium and a hole was noted in the right ventricle possibly due to a fractured rip that was caused during chest compressions, as well as an aortic dissection that was possibly caused by the bav. Efforts were made to repair the bleeding. The patient was taken off the pump and the impella device remained in place. The patient went into ventricular fibrillation and cardiopulmonary resuscitation (CPR) was attempted for fifteen minutes. The patient subsequently died.